Event description:
The customer reported via phone called that the insulin pump alarmed motor error and no delivery. The insulin pump alarmed motor error during a bolus delivery and alarmed no delivery while the customer was priming. The customer was able to complete the rewind sequence. The drive support cap was protruded. The customer might have pressed the drive support cap while they were connected to the insulin pump. Customer's blood glucose level was 23 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and tilted drive support disk. The functional testing could not be completed due to the alarm. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.